Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/05/2016 a medtronic representative, following-up at the site, reported the site biomed representative replaced blown mvs fuses. System functional. Issue resolved. Return requested for suspect fuse 1.8a 33v. This part was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that the site's imaging system mobile view station (mvs) would not power on. The line power light was off. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.